Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties occurred. The target lesion was located in a tortuous mid right coronary artery (rca). Following prediltation of a distal rca lesion, a 3.50 x 32 synergy ii drug eluting stent was introduced but would not advance around the bend at the ostium. An attempt was made to pull the device back into the guide catheter but it would not pull back. The decision was made to deploy the stent where it was in the proximal rca in order to help pull back the device. The stent was deployed at 12 atmospheres with no issues. The stent balloon still would not pull back into the guide catheter until another physician was able to pull back the balloon successfully. No patient complications were reported.